Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer father reported via phone call that son was experienced high blood glucose level and contacted to doctor for high blood glucose treated with syringe nova log and lantus. Customer blood glucose level was unknown. Troubleshooting was not performed. The product will be returned for the analysis.

Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to moisture damage on force sensor resistor.